Event description:
The customer reported an issue with their adc meter they described as "the 888 comes on the screen then the pic(ture) of drop of blood and strips appear on (the) screen then (the) meter shuts off before (the) blood (is) applied". As a result of being unable to test their blood glucose level, the customer reported having hypo(glycemia) and the symptoms they described as "collapsed". Furthermore the customer reported having a loss of consciousness, calling the paramedics and being taken to the hospital. The customer denied self-treatment, however, reported being diagnosed with severe hypoglycemia and receiving glucose orally and intravenously. Additionally, the customer reported being discharged from the hospital on the same day. There is no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips lot 1172915. The complaint was not confirmed and a new issue was observed. All results were within the range specification and no errors were observed during control solution testing. (B)(4).

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. As per label copy, an 888 (system screen check) appears each time the meter powers on to ensure the meter is working properly. (B)(4).